Event description:
It was reported that the competitor's device was explanted due to noise on the rv lead. The rv lead was explanted along with a previous capped lead. The patient did not receive hv therapy. Insulation damage was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.